Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) d10: 139264 m2a-magnum 52-60mm tpr insrt 519960 11-103208 taperloc por lat fmrl 15x150 269860 157452 m2a-magnum mod hd sz 52mm 649260 reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified the following: pain with aseptic failure of hip. Moderate fluid with metalotic tinging, removal of thick fibrotic avascular tissue with acute local tissue reaction. Greater trochanteric impingement with loss of motion. Trochanteric ostectomy to the anterior column to stabilize the hip. Heterotopic ossification and thick fibrotic scar tissue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent an initial right total hip arthroplasty, subsequently was revised twelve years post initial implant due to pain. During the revision noted altr, impingement, limited mobility, ho and scar tissue. The head, neck and acetabulum were exchanged without difficulty. The stem remained implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Item #: unknown stem lot #: unknown. Item #: unknown head lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2022-00358.